Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia following a cardioversion procedure. It was also reported that the right ventricular (rv) lead showed a possible fracture. Unstable thresholds with an abrupt change, high and fluctuating impedance with an abrupt change and noise during pocket manipulation were also observed on this pacing lead. The rv lead was initially reprogrammed and was capped and replaced with a leadless implantable pulse generator (ipg) the following day. No further patient complications have been reported as a result of this event.